Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion (pbd) was suspected as during a normal follow up the pacemaker battery longevity indicated there was one year remaining, when a year ago it indicated there were six and a half years remaining. Data was sent to boston scientific technical services (ts) to be review. It was also mentioned that this device exhibited out of range pacing impedance measurements in march. As a result a lead safety switch (lss) occurred which resulted in a device reprogramming. At this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion (pbd) was suspected as during a normal follow up the pacemaker battery longevity indicated there was one year remaining, when a year ago it indicated there were six and a half years remaining. Data was sent to boston scientific technical services (ts) to be review. It was also mentioned that this device exhibited out of range pacing impedance measurements in march. As a result a lead safety switch (lss) occurred which resulted in a device reprogramming. Additional information confirmed the device was explanted and is expected to be return. No additional adverse patient effects were reported.

Event description:
It was reported that premature battery depletion (pbd) was suspected as during a normal follow up the pacemaker battery longevity indicated there was one year remaining, when a year ago it indicated there were six and a half years remaining. Data was sent to boston scientific technical services (ts) to be review. It was also mentioned that this device exhibited out of range pacing impedance measurements in march. As a result a lead safety switch (lss) occurred which resulted in a device reprogramming. Both of the leads are non boston scientific leads. Additional information confirmed the device was explanted and received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.